Event description:
The flexible shaft iii (fs312) was connected and calibrated. Ralc45 was attached to the device, calibrated and fired with good results. Then cs29 was then applied to the tissue and an anastomosis was created. The power console (pc100) prompted "firing complete". The surgeon then observed a leakage in the anterior wall of the anastomosis and noticed that some staples were malformed. The surgeon then manually oversutured the anastomosis.

Manufacturer narrative:
The device (cs29) was not returned, and so was not available for analysis. On the other hand, the memory card which records the event log for the device was returned. Examination of the data on the memory card shows that the cs29 performed according to specs: it calibrated normally, opened fully, closed into firing range, the firing shaft showed full travel, and retracted to its original position after firing. The root cause of the reported complaint could not be determined. Dlu was not returned.